Manufacturer narrative:
The reported test steps failure related to the active exhalation valves is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed test steps during testing. The test step related to the check of the internal battery capacity checks if the battery is charged to a particular level required by the test. This is not a reportable test failure as the failure result will not affect therapy. The test step related to the active exhalation valves is a reportable test failure. The device's internal battery pack was replaced to resolve the test failure related to the internal battery capacity. The device was re-tested and the device passed the internal battery capacity test step, as well as the active exhalation valves test step. No additional repair was performed to resolve the active exhalation test step failure.